Manufacturer narrative:
Because this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803. The device was not returned for evaluation.

Event description:
It was reported that a dental implant had to be removed because it was 2mm above crestal bone after using a surgiguide to place the implant.